Manufacturer narrative:
There was no report of patient injury. Device manufacture date: when made available, will be provided in a supplemental report. Livanova (B)(4) manufactures the scp control panel w/fast clamp. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate. He had confirmed the issue reported by the customer. The water spot on top right was clearly visible, and the frame was already corroded. The display was subsequently replaced and a functional verification check and a test run was performed without any deviations. The unit was returned to service. Fluid ingress due to improper user maintenance was termed to be the root cause. No further investigation was therefore deemed necessary. As there is no trend for this kind of issue, no corrective and/or preventative actions were required. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device evaluated onsite by rep.

Event description:
Livanova (B)(4) received a report that the touch of the scp control panel w/fast clamp was frozen and unresponsive. It was further reported that water stains had been visible on the top right. The display had been dark during patient use and had no longer been legible, albeit the drive unit having run smoothly. There was no report of patient injury.